Manufacturer narrative:
Device evaluation: the presence of thrombus in the pump was confirmed during the evaluation of the returned device. The evaluation revealed depositions in the inlet tube, inflow knitted graft, inlet elbow, outflow graft, inlet stator, outlet stator, and rotor body. These depositions were consistent with coagulated blood and biological lining that may have developed because of poor surface washing due to a low flow condition. Contact marks were present on the rotor, which suggests that the deposition was present inside the pump while it was operating; however, a specific cause for a low flow state and a specific time period in which the depositions developed could not be conclusively determined. Electrical continuity testing of the returned percutaneous lead did not reveal any discontinuities or shorts. The percutaneous lead was submerged in a saline bath for hi-pot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead wires that would have resulted in an electrical short. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the pump functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had passed out at home. Patient had elevated lactate dehydrogenase (ldh) and currently on anticoagulants. Patient is reported aas non-compliant. On (B)(6), 2014, the patient underwent a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.